Manufacturer narrative:
(B)(4). Concomitant medical devices: 00801803604- femoral head sterile product do not resterilize 12/14 taper- 63172277; 00875201236- liner elevated rim 36 mm i.d. Size kk for use with 56 mm o.d. Size kk shell- 62819774; 00875705602- shell with multi holes porous 56 mm o.d. Size kk for use with kk liners- 63048365. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00003. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a right hip revision approximately 3 years and 10 months¿ post-implantation due to pain, pseudotumor, and elevated ion levels. Operative report notes there was a very large cavity of necrotic tissue consistent with pseudotumor that extended from the posterior joint and tracked along the vastus lateralis and up into the gluteus medius tendons. The lateral trochanter was completely bald and appeared necrotic. The edge of the gluteus medius tendon appeared to be necrotic and avascular. The short external rotators were involved with the metallosis as well, creating some avascularity of the tendons. There was black corrosion around the head ball as well as the trunnion consistent with metal on metal corrosion. Liner and head were revised. Patient has experienced severe pain, emotional distress, functional impairment of his right leg and permanent damage to tendons and abductor muscles. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records provided and reviewed by a healthcare professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.